Event description:
The biomedical engineer (bme) reported that the multigas unit displayed an "gas device error" message during setup. They tried the device in other locations, swapped the water trap and the lines, but the error persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed an "gas device error" message during setup. They tried the device in other locations, swapped the water trap and the lines, but the error persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed an "gas device error" message during setup. They tried the device in other locations, swapped the water trap and the lines, but the error persisted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed an "gas device error" message during setup. They tried the device in other locations, swapped the water trap and the lines, but the error persisted. No patient harm was reported. Investigation summary: the returned device was cleaned, decontaminated, and inspected with no visible damage or signs of liquid exposure. Functional testing using visia2 software with a bedside monitor connection did not reproduce the reported "gas device error." Although low %iso readings were observed during evaluation, these findings were not sufficient to definitively link to the reported error condition. As a result, the exact cause of the reported gas device error could not be determined. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/28/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 11/06/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 11/19/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.